Event description:
Ous MDR. After an implantation time of 55 months, an unexplained loss of capture and failure to pace with syncope/presyncope was reported.

Manufacturer narrative:
Ous MDR - visual inspection revealed scratches on the housing. Mechanical inspection of the connector system showed no deviation from the spec that might explain any malfunction. All dimensions of the header bores were within is-1 standards. Set screws were effectively contacting the connector pins and could be easily screwed in and out. Spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector was inserted and connected to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvi mode/70ppm/7.2 v/0.4 ms/unipolar. Lead check was activated. Due to the activated lead check, the polarity switched to unipolar the day of explant. The philos was subjected to a complete final acceptance test and proved to be within all electrical specs. There was no indication of sensing and/or pacing problems. Device proved to be fully functional. Device was subjected to a long-term test and was connected to a load of 500 ohms and stored in a constant environment with a temperature of 37 degrees celsius. Pacemaker was programmed to standard setting ddd-mode/60ppm/3.6v/0.4 ms/bipolar. Pacing was observed and revealed 100% pacing. Additionally, the a/v impedance trend showed a stable impedance of 500 ohms. Documentation received was reviewed. The follow-up data showed that the pacemaker was programmed to ddd-mode/60 ppm/2.4 v/0.4 ms/bipolar polarity and lead check activated during the implantation duration. Device was reprogrammed to amplitudes of 7.2 v on 09/14/2008. It was noted that the ventricular lead impedance started to be slightly unstable in may 2007. The fluctuation increased in 2008, with ventricular impedances of up to 300 ohms. Due to the fluctuating impedance, a lead problem should be considered as a cause for the complaint.